Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. The patient had a suspected pocket infection and had a pocket revision in the past. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.